Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that: "dr. (B)(6) could not get femoral implant out of packaging. One of the corners of the packaging was wedged in and he requested another implant. No pt info was provided because of pt confidentiality rules at the hospital."